Event description:
It was reported that this pacemaker was explanted because it was operating in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. At this time, boston scientific has not received this device for further investigation.